Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported broken cable issue was not confirmed by failure analysis. There was no frayed cable observed during visual inspection. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken tube extension at the orange plastic section. The tube extension was broken and there may be missing pieces, but the size of the missing pieces could not be confirmed. Thermal damage was not observed. Further, the instrument was found to have dislodged proximal clevis at the tube extension. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.